Event description:
The customer reported intermittent communication failed error messages. This error resulted in a loss of imaging functionality, and required the user the reboot the system. This could result in a procedural delay. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.